Manufacturer narrative:
During the procedure a 45cm destination (terumo) sheath was used. The product is expected to be returned for additional testing. Additional information will be submitted within 30 days of receipt. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15416255 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4).

Manufacturer narrative:
During the procedure a contralateral approach was made to treat a heavily calcified, moderately tortuous left superficial femoral artery (sfa) lesion with a 99% stenosis. After the vessel was pre-dilated with an unknown balloon catheter a smart control stent was advanced, however, large friction/resistance was encountered due to the heavy calcification and moderate vessel tortuosity. It was noticed that the outer member of the sds had started to pull back, even though a locking pin was still in place at the control handle. The device was removed from the patient and another new product (details unk) was used and the procedure was completed. It was reported that there was a slight friction/resistance during the delivery even with the 2nd product though the stent was safely placed in the lesion. There was no adverse event and the patient is in stable condition. The product was stored, handled, inspected and prepped according to the IFU. Nothing unusual was noted about the stent delivery system prior to use. One non-sterile smart control, iliac 6x40 ml was received coiled inside a plastic bag. Distal tip was found out of position-uncannulated 0.6 cm. Stent was partially deployed. Bend was detected 3.5 cm from ID band. Locking pin was in place. No other discrepancies were found. The outer diameter (od) of the outer sheath was measured at different distances and found within specification the unit was introduced through 6f cordis catheter sheath introducer and no friction/resistance was felt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of the distal tip "out of position-uncannulated" and "bent condition" reported could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect these kind of issues; (B)(4) (100% inspection). Handling and procedural factors could be contributed to this condition. The failure reported "tracking difficulty" by the customer could not be confirmed; since no anomalies were found during functional and dimensional analyses. The failure reported "deployment difficulty - partial deployment" by the customer was confirmed. The cause of this condition could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging process to detect these kinds of issues "(B)(4) 100% final inspection". Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken. It is unknown if unusual force was used in the attempt to cross the lesion as pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. The IFU states, "if resistance is met during delivery introduction, the system should be withdrawn and another system should be used." Vessel characteristics and procedural factors may have contributed to the reported event.

Event description:
During the procedure, a contralateral approach was made to treat the left superficial artery (sfa) lesion. After the vessel was pre-dilated with an unknown balloon catheter (2mmx5mm) a smart control, iliac 6x40ml stent was advanced but large friction/resistance occurred while advancing the smart control due to the heavy calcification and moderate vessel tortuosity. It was noticed that the outer member of the sds had started to pull back, even though a locking pin was still in place at the control handle. The device was removed from the patient in case of the stent deployment during the delivery. Another new product (details unk) was used and the procedure was completed. It was reported that there was a slight friction/resistance during the delivery even with the 2nd product though the stent was safely placed in the lesion. The vessel had heavy calcification and moderate vessel tortuosity, the rate of stenosis was 99%. There was no adverse event and the patient is in stable condition. The product was stored, handled, inspected and prepped according to the IFU. Nothing unusual was noted about the stent delivery system prior to use. There will be product return.